Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 100a data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed there was corrosion found on the da pcba. The customer replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.